Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for a single patient samples. An initial accu tni result was 6.17ng/ml. The sample was re-tested and 2 results of 0.03ng/ml were obtained. Two more samples from this patient gave results 0.03ng/ml initially and upon repeat. A result from 4th sample was 7.57ng/ml initially and 0.05ng/ml and 0.04ng/ml upon repeat. The erroneous values were reported out of the lab. There has been no death, injury or change to patient treatment in association with this event reported to bci to date.

Manufacturer narrative:
The specimens were collected into 13 x 100 plastic serum tubes with gel separator and were centrifuged at 1,500 rpm for 7 minutes. Bd recommends a 10 minute spin time for the tube type in use. Per customer, system checks and qc have been passing. Based on print screen of the event log, warning errors were posted in 2008. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered several hardware issues which he corrected: the fse replaced a vacuum pump, realigned a pipettor, readjusted ultrasonic voltage, and cleaned a wash tower. The fse performed a diagnostic testing which passed. The customer stated to the fse they discovered samples from the patient in question were observed to have micro-clots following initial testing. A later time the customer provided that the patient's blood is taking too long to form a clot. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.